Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2005: the patient underwent fusion surgery using rhbmp-2/acs, spacer, legacy screws and prebent rods. No other information was provided.

Event description:
It was reported that the patient presented with low back pain and lumbosacral disc degeneration. The patient underwent a tlif at l4-s1 with posterior instrumentation, interbody devices and rhbmp-2/acs. At 15 days post-op, the patient presented for his 2-week post op visit. Per the physician's notes, the patient's "postoperative course was complicated by significant pain in his lower back and his lower extremities, with cramps. He was even started on oxycontin, despite his use of demerol, im. He experienced postoperative ileus, most likely secondary to his narcotic use once he was in rehab. This prompted readmission" in terms of further complaints, he reports some numbness in his left great toe. He reports cramps in his anterior thighs bilaterally. X-rays, ap and lateral views, were interpreted to indicate "intact segmental instrumentation of l4 to l5 and l5 to s1 with sextant pedicle screws and rods. All pedicle screws are well-placed within each pedicle at l4, l5 and s1 bilaterally. In addition, there are radiolucent interbody" peek cages at l4 to l5 and l5-s1 in excellent position. Lordosis is maintained. There's no evidence of any acute fractures. A myelogram CT scan was interpreted to indicate "excellent placement of all implants." Reportedly, since receiving bmp, it is claimed that the patient developed intense back, leg and foot pain, nerve damage in the big toe and incontinence.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.